Manufacturer narrative:
Concomitant product: product ID 5076-52 lead, implanted: (B)(6) 2013. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. There was very limited data in the file.

Event description:
It was reported that two days post implant, the right ventricular (rv) lead dislodged. The leads sensing and threshold levels had dropped since implant and an x-ray confirmed that the lead had pulled back. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.